Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead.

Event description:
A manufacturer representative (rep) reported that contacts 0 and 7 were not working and 8-15 were all over 10,000 ohms, but 1-6 were in range during a replacement procedure. They removed the leads, wiped them down and re-inserted and everything was over 10,000 ohms, even when changing the reference electrode except for 10, 11 and 12 which were 3,000-4,000 ohms. They also tested the leads with a multi lead trialing cable (mltc) with the same results. The setscrews were tight and there was nothing in the ports and the leads went into the header block fine. Additional information received from the rep indicated the leads were replaced and the impedances were all back to normal. No patient symptoms were reported and the implantable neurostimulator (ins) was indicated for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.